Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was revealed the patient expired on (B)(6) 2025 due to a cardiac arrest at home. It was affirmed that the patient was connected to their liberty select cycler at the time of death. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease. Additionally, it was reported that the patient was in heart failure approximately one week prior to their death and was undergoing cardiac testing through their cardiologist¿s office. The patient was found pulseless and unresponsive by family on the evening of (B)(6) 2025 and cardiopulmonary resuscitation (CPR) was initiated as emergency medical services were activated. The patient was transported to the hospital and after multiple rounds of CPR and life-saving modalities, the patient was pronounced deceased in the emergency department. It was reported that the patient¿s cardiac arrest leading to their death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was revealed the patient expired on (B)(6) 2025 due to a cardiac arrest at home. It was affirmed that the patient was connected to their liberty select cycler at the time of death. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease. Additionally, it was reported that the patient was in heart failure approximately one week prior to their death and was undergoing cardiac testing through their cardiologist¿s office. The patient was found pulseless and unresponsive by family on the evening of (B)(6) 2025 and cardiopulmonary resuscitation (CPR) was initiated as emergency medical services were activated. The patient was transported to the hospital and after multiple rounds of CPR and life-saving modalities, the patient was pronounced deceased in the emergency department. It was reported that the patient¿s cardiac arrest leading to their death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to death. The cause of this patient¿s cardiac arrest can be attributed to a significant history of cardiac disease with no indication of a causal or contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was revealed the patient expired on (B)(6) 2025 due to a cardiac arrest at home. It was affirmed that the patient was connected to their liberty select cycler at the time of death. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease. Additionally, it was reported that the patient was in heart failure approximately one week prior to their death and was undergoing cardiac testing through their cardiologist¿s office. The patient was found pulseless and unresponsive by family on the evening of (B)(6) 2025 and cardiopulmonary resuscitation (CPR) was initiated as emergency medical services were activated. The patient was transported to the hospital and after multiple rounds of CPR and life-saving modalities, the patient was pronounced deceased in the emergency department. It was reported that the patient¿s cardiac arrest leading to their death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).